Event description:
It was reported that during a procedure a versacross connect was selected for use. The physician decided not to anticoagulate prior to the transpetal puncture. The physician noted a thrombus on the versacross wire in the left atrium, a pigtail wire was inserted and the thrombus was no longer visible. The thrombus was then noted on the leaflet of the aortic valve, a few seconds after that, the patient's arterial pressure flatlined. Advanced cardiovascular life support (acls) was given to support the patient medically, multiple shocks were given, an interventional cardiologist scrubbed in and used a pronto aspiration catheter to remove the thrombus from the left main. The patient slowly recovered after coronary perfusion was reestablished. Patient was intubated and taken to the intensive care unit (ICU). Patient is responding to commands and being weaned off the ventilator. It is unknown if the device will be returned.

Manufacturer narrative:
Additional information based on completed analysis. The device has not been received for analysis. Based on the information provided the reported allegation is confirmed. As the physician decided against anticoagulation prior to transseptal puncture, despite instruction from the boston scientific representative. The unintended use error caused or contributed to event cause code was selected based on the information provided in the event description. The IFU for the device provides the suggestion to "deliver a continuous heparinized solution infusion or aspirate periodically". Additionally, regarding the timing of heparin administration, the IFU suggests: "use of versacross connect is expected to reduce the number of exchanges in the procedure resulting in a more efficient transseptal puncture. This should be taken into account when estimating the timing for heparin".

Manufacturer narrative:
Additional information based on completed analysis. The device has not been received for analysis. Based on the information provided the reported allegation is confirmed. As the physician decided against anticoagulation prior to transseptal puncture, despite instruction from the boston scientific representative. The unintended use error caused or contributed to event cause code was selected based on the information provided in the event description. The IFU for the device provides the suggestion to "deliver a continuous heparinized solution infusion or aspirate periodically". Additionally, regarding the timing of heparin administration, the IFU suggests: "use of versacross connect is expected to reduce the number of exchanges in the procedure resulting in a more efficient transseptal puncture. This should be taken into account when estimating the timing for heparin".

Event description:
It was reported that during a procedure a versacross connect was selected for use. The physician decided not to anticoagulate prior to the transpetal puncture. The physician noted a thrombus on the versacross wire in the left atrium, a pigtail wire was inserted and the thrombus was no longer visible. The thrombus was then noted on the leaflet of the aortic valve, a few seconds after that, the patient's arterial pressure flatlined. Advanced cardiovascular life support (acls) was given to support the patient medically, multiple shocks were given, an interventional cardiologist scrubbed in and used a pronto aspiration catheter to remove the thrombus from the left main. The patient slowly recovered after coronary perfusion was reestablished. Patient was intubated and taken to the intensive care unit (ICU). Patient is responding to commands and being weaned off the ventilator. It is unknown if the device will be returned.

Manufacturer narrative:
D2b pro code: dxf, dyb. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a versacross connect was selected for use. The physician chose not to anticoagulate prior to the transpetal puncture. The physician noted a thrombus on the versacross wire in the left atrium, a pigtail wire was inserted and the thrombus was no longer visible. The thrombus was then noted on the leaflet of the aortic valve, a few seconds after that, the patient's arterial pressure flatlined. Advanced cardiovascular life support (acls) was given to support the patient medically, multiple shocks were given, an interventional cardiologist scrubbed in and used a pronto aspiration catheter to remove the thrombus from the left main. The patient slowly recovered after coronary perfusion was reestablished. Patient was intubated and taken to the intensive care unit (ICU). Patient is responding to commands and being weaned off the ventilator. It is unknown if the device will be returned.